Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1137218. Medical device expiration date: 2024-04-30. Device manufacture date: 2021-05-17. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: our quality engineer inspected the photo submitted for evaluation. The reported issue was not confirmed upon inspection of the photo, since it did not provide sufficient evidence to confirm the failure. Bd cannot confirm the cause of the failure to our manufacturing process since the failure was not confirmed and no sample was returned for evaluation. A device history record review showed no non-conformance's associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. There are currently controls in place during our manufacturing process to help prevent this failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd nexiva¿ closed IV catheter systems from lot 1137218, and 1 from an unspecified lot had issues with their safety mechanisms not disengaging after the insertion. The following information was provided by the initial reporter: "nurse could not disconnect the device after insertion. Another nurse mentioned the same thing had happened last week."